Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the staples malformed. During the endoscopic hepatectomy, after fired, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.